Manufacturer narrative:
(B)(4). Date of follow-up report: 01/28/2016. Evaluation of the incident device confirmed the reported failure. The product did not read the temperature properly. Investigation found the solder joint at the tip of the thermocouple was broken. The poor solder joint is a manufacturing related failure. Review of the manufacturing non-conformance records confirmed the lot was released meeting all specifications. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that they experienced unstable temperatures during an ablation procedure. The function wasn't normal. The procedure was stopped and rescheduled for another time. There was no injury to the patient. (B)(4).